Manufacturer narrative:
During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no signs of damage or contamination. The da board was installed in an fi test ventilator. The pressure accuracy test was performed and passed. The ventilator was run in normal ventilation mode for at least one hour and the ventilator delivered breaths for the whole duration without errors occurring. No failure was found. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Customer reported patient information is confidential.

Event description:
The customer reported an alarm pressure sensor abnormality. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.